Event description:
It was reported that during surgery, the handpiece broke down. To solve this problem other batteries were tested but the problem could not be solved. To complete surgery, the product was replaced with another similar device. There was no report of pt injury or medical intervention.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.